Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump display was blank. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported the plastic around the battery area was broken off, and it was difficult for the battery to work and go through a battery before the machine will turn back on. The customer had been experiencing issues with the pump being blank when putting a new battery. The customer reported that with the last battery change the plastic started coming off. She has a big chunk about to fall off now. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with blank display due to corroded battery cap contact and battery tube. The device was tested with test battery cap. The device was received with operating currents with specifications and passed self test and displacement test. The device was received with cracked case at display window corners and display window. The device was received with broken off piece at the battery tube threads, minor scratched display window and case and stained end cap sticker.